Event description:
It was reported that the patient underwent an unrelated surgical procedure. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and effective therapy was restored.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where its unknown if the ipg was placed in surgery mode. The rep met with the patient and was unable to recover the ipg. No intervention was planned at the time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data d6a - date of implant.